Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: on investigation, the battery compartment was confirmed to be cracked. There was evidence of moisture contamination inside the battery compartment and on the underside of the returned battery cap. The pump was unresponsive using the returned battery cap and a test battery cap. Leak testing showed a leak at the battery compartment crack. The pump was opened for further investigation and did not reveal any moisture contamination in the pump¿s interior compartment. Pump download and complete investigation was not possible due to the unresponsive condition of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.